Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a faulty catheter. It was not draining properly and unable to fully deflate balloon upon removal. It was escalated to cds coordinator. Slowly attempted to remove as much water as possible from balloon 7ml and gently remove.